Manufacturer narrative:
Hospitalization details has been received which was not included with the initial report and some information was incorrect in initial report. The updated information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis roughly two three weeks ago (B)(6) 2020 with blood glucose level over 600 mg/dl. Auto mode feature was active at time event. The customer first attempted to correct high blood glucose level with insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis. Date of hospitalization was unknown. Customer's blood glucose level was over 600 mg/dl at the time of incident. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer was not assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.